Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that anti-tachycardia pacing therapy was delivered during ventricular tachycardia. The pacing accelerated the rhythm into ventricular fibrillation then the rhythm returned back to sinus spontaneously before high voltage therapy was delivered. No intervention was perform and the patient was in stable condition.